Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 08/02/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30046976l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant bwi products: soundstar eco sms 8f catheter (catalog # 10439011, lot # e8112789); soundstar eco cable (catalog # em5050011, lot # sn008697). Carto 3 system (catalog # unknown, serial # unknown). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, when the thermocool® smart touch® sf bi-directional navigation catheter was moved to the right atrium, high force values were displayed despite verifying the catheter was floating in the chamber and attempting to re-zero. During the course of troubleshooting, there was a decrease in patient¿s blood pressure. Cardiac tamponade was confirmed on ice and pericardiocentesis was performed yielding approximately 200 cc of fluid. Extended hospitalization was required as a result of the adverse event due to observation purposes. Patient outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no factors cited that might have contributed to the adverse event. Transseptal puncture was performed with an unknown transseptal needle. There¿s no information regarding the sheath used during the procedure. Generator parameters included power control mode at 40 watts. The power did not titrate during the procedure. The overall ablation time and the last ablation cycle at the site of injury are unknown. The irrigation flow settings were at 2 cc while in the patient and 15 cc during the ablation. The patient received anticoagulant (heparin drip was discontinued and heparin was reversed per protocol) with an activated clotting time (act) of 300 seconds. The spi value is unknown. The smart touch catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, when the thermocool® smart touch® sf bi-directional navigation catheter was moved to the right atrium, high force values were displayed despite verifying the catheter was floating in the chamber and attempting to re-zero. During the course of troubleshooting, there was a decrease in patient¿s blood pressure. Cardiac tamponade was confirmed on ice and pericardiocentesis was performed yielding approximately 200 cc of fluid. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Product evaluation details: the returned device was visually inspected and it was found in good conditions. The magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Deflection test was performed and it was found within specifications, the catheter was deflecting correctly. Lastly, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint regarding force issue was confirmed. The root cause of the internal failure of the sensor cannot be determined, however, an internal corrective action has been opened to investigate the force sensor issues. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade.